Manufacturer narrative:
Subsequent information indicated that this device was explanted for normal batter depletion. There were no adverse patient effects reported. The device was returned and is currently undergoing analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed via laboratory testing.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and the associated right ventricular (rv) lead displayed high, out of range pace impedances. An attempt to obtain additional information has been made. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.